Manufacturer narrative:
"This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned and evaluated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been a one (1) year since the subject device was manufactured. Based on the results of the investigation, the reported issue by user was not confirmed. As the phenomenon was not reproduced during device evaluation. Water invaded through the broken cable and deteriorated and possibly resulted in temporary no image, but the cause of the break could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus. However, the evaluation has not been completed at this time. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the screen was "black" and sometimes the image did not appear or appeared like a rainbow. The problem, as reported to olympus, was identified during a diagnostic cystoscopy procedure and could not be completed due to the problem; the procedure was rescheduled. The patient was not under general anesthesia. There was no patient injury that occurred, associated with the reported problem.